Event description:
Due to failure by customer to follow the package instructions and use a towel as a barrier to prevent hand injury, the operator cut their hand on the sharp edges of the ampule while opening the dimension(r) chemistry ii calibrator. A tetanus shot, five stitches and antibiotics were administered to the operator.